Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator did not close well and got stuck when opening. The field service engineer (fse) found that the wiring harness for the latch assembly required replacement due to wear and tear. After replacing this component, the unit functioned correctly. A proactive inspection process was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es our refrigerators smart remote manager for the outptonc pyxis kept failing, and the refrigerator door often got stuck when we tried to open it. It had been recovered several times, but it failed again each time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.